Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 211-275 mg/dl; cause was not known. Correction boluses were delivered and an infusion set change was performed to address bg. A system check was performed and the time was found to be incorrect. Tandem technical support guided the customer through adjusting the pump time.